Event description:
The customer reported the x-ray tube needed replacement, tube failed during case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.